Manufacturer narrative:
The exact date of the event is unknown, event occurred in (B)(6) 2020.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg was discarded.